Event description:
Event description guidant received information that this ventricular lead displayed increased pacing threshold measurements in both bipolar and unipolar configurations and intermittent loss of capture. The impedance measurement displayed by the lead was also noted to have increased from 620 ohms to 890 ohms. No patient symptoms were reported. The output for the ventricular lead was increased but a 2:1 safety margin was unable to be obtained due to the high threshold measurements.